Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: e tlw1620c93ee, serial/lot #:(B)(6), ubd: 10-jan-2027, UDI#: (B)(4) ; product ID: etlw1616c124ee, serial/lot #: (B)(6), ubd: 30-oct-2026, UDI#: (B)(4), section a2- the exact date of birth is unknown. Years of birth is valid medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
An endurant iis stent graft system was implanted during the endovascular treatment of an aaa it was reported that 1 day later, the patient developed a fever with a temperature ranging from 38.4 degrees to 38.8 degrees celsius. The patient was given antipyretic medication. The following day the patient's temperature was down to 37.2 degrees and the patient was discharged. The outcome status of the event was described as recovering/resolving. The site assessed the event as probably related to the index procedure and not related to the device or underlying condition or disease.

Manufacturer narrative:
Additional information received: the post-procedural fever has been reported as resolved. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.